Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 9 photos for investigation. Evaluation of the nine photos indicated a split female luer adapter. Additionally, one unopened sample was received from the customer in support of this complaint. A visual evaluation of the returned samples did not show a cracked luer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. Bd initiated further root cause investigation relating to the issue of damaged/cracked female luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, cracks in the luer adapter were seen in two devices resulting in sample leakage. No adverse impact was reported regarding the patient or user.